Manufacturer narrative:
Initial reporter occupation: purchasing coordinator. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab) in the or, the catheter appeared to have foreign matter inside the packaging. There was no reported injury to the patient.

Event description:
It was reported that prior to use of the intra-aortic balloon (iab) in the or, the catheter appeared to have foreign matter inside the packaging. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned intact and sealed. A small foreign matter particulate was observed inside the iab kit. No physical damage observed. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of foreign matter inside the iab kit. Based on the visual and chemical analysis, the evaluation confirmed the presence of foreign matter and was identified to be a brown paper particulate. However, we were unable determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).